Event description:
Philips received a complaint by the customer on the v60 indicating that the device gave an error and could not be triggered. The remote service engineer (rse) instructed the customer to check the connection pipeline and oxygen pressure. The rse suggested that it was a flow sensor problem, and the specific fault needs to be further investigated on site. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response received 02apr2025, it was confirmed that the customer declined service and repair; therefore, an authorized service provider (asp) could evaluate to determine if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1: reporting address state: (B)(6).